Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system was associated with a system infection and erosion. Surgical intervention was performed and the s-ICD system was repositioned and remains in service. Additional information later provided from the field indicated surgical intervention was performed again and the s-ICD system was explanted due to infection. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information regarding this event is expected, our investigation is complete. This report will be updated should additional information be provided.

Manufacturer narrative:
As no further information regarding this event is expected, our investigation is complete. This report will be updated should additional information be provided.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system was associated with a system infection and erosion. Surgical intervention was performed and the s-ICD system was repositioned and remains in service. No additional adverse patient effects were reported.